Event description:
The patient underwent vns generator replacement due to battery depletion. The explanted generator was returned and product analysis was completed. No anomalies were noted with the generator performance. The stored impedance change history was reviewed and high impedance was noted. All other impedance values were within normal limits. No additional relevant information has been received to date. No known relevant surgical intervention has occurred with the suspect device to date.